Manufacturer narrative:
(B)(4). Batch # m53r96. The analysis showed that a tr35w cartridge reload was received for analysis; it was noted to be partially fired 2/3. Furthermore, the cartridge metal pan was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The scratches on the cartridge metal pan and the information provided in the event description are consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. The reported difficult to open issue could not be confirmed as no device was returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: was there any other issue noted with the staple line other than bleeding for the 2/3 staple line (malformed staples, etc.)? The surgeon did not observe the staple formation. How was the bleeding controlled? By hand sewing. How much blood was lost (ml)? Less than 50ml did the patient require a transfusion? No. How was the procedure completed? A competitor¿s product was used. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The patient is in stable condition.

Event description:
It was reported that during a radical gastrectomy procedure, the atw35 could not fire any further with white reload after fired for two thirds. The surgeon used force to open the jaws and removed the device. There was errhysis along the staple line. The errhysis was controlled but there was no report on the method. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.